Event description:
A nurse reported that a patient was diagnosed with peritonitis during a peritoneal dialysis clinic visit on (B)(6) 2014. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not do a mask. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the patient's signs and symptoms of peritonitis have resolved.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.